Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Products were visually examined. The products are not etched, so it is not able to be determined which of the two reported devices is which. The first device was observed to have no indications of misuse or product problem could be identified on this device. The second device was observed to have the suture and anchor attached. However, the anchor was not assembled to the inserter tip. The inserter tip is severely bent. The foam insert with the sutures is still intact. This indicates that the damage to the inserter likely occurred prior to deployment of the anchor. Device history records were reviewed and no discrepancies were found. There are several factors which could cause the inserter tip to bend including, but not limited to, misalignment of the inserter with the hole or contact of the inserter tip and a hard surface such as bone. However, as it is indicated that the correct surgical technique was used and no further information regarding the circumstances of the event were received, the root cause of this event cannot be determined. Two devices were returned for evaluation, and as these products are not able to be identified by etching, both sets of results and conclusion codes are provided for each respective device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the inserter was unable to inserted into the bone, and thus the anchor was unable to be deployed. It is further reported that the inserter tip was also bent. A second juggerknot was allegedly used with the same results. No further information available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." The following could not be completed with the limited information provided. Date of event ¿ ni. (B)(4).

Event description:
During a procedure, the tip of the anchor inserter would not insert into the bone and photographic evidence shows that the tip was bent. It is not known if there was patient injury or delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.